Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported that the patient had their system explanted on an unknown date in 2011 due to an inoperable ipg.

Manufacturer narrative:
A case of ipg - inoperable was reported to abbott. The patient reported both ipg and leads were explanted sometime in 2011 as the device had malfunctioned. Patient stated device was not replaced with another stimulator. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.